Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that while the stimulation was turned on the patient was experiencing a reduction in bladder symptoms but that it wasn't quite where they would like it to be. The caller reported they were working with their health care physician (hcp) to optimize settings. On (B)(6) 2018, the patient called and reported their device had been removed. When asked why it was removed the patient reported conflicting information to what they had previously reported when they stated it had never worked properly for them as they were still having bladder symptoms. The patient reported they stuck with it for several months trying to change programs but they continued to have bladder symptoms so they had it removed. There were no further complications reported/anticipated.